Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to duplicate the customer's reported issue and concluded the autofill errors were caused by a failing purge valve assembly . The stm removed and replaced the purge valve assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.